Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the devices were offline and in critical override. A technical support specialist contacted the analyst to provide information regarding securelink access to the server. Access to the healthcare organization via imprivata vpam has been enabled. The specialist attempted to access securelink using the login link from the email but was disconnected midway through the session. Upon accessing the station, it was confirmed that there was no critical override present on the interface. The system functioned as intended after troubleshot the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the devices were offline and on critical override. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.